Manufacturer narrative:
Additional information was received that this device has been explanted. The leads were surgically abandoned and remain attached to the header. The device will be returned for analysis.

Event description:
Boston scientific received information that during a scheduled device replacement procedure, the right atrial (ra) lead set screw was stuck and could not be released from the device. The physician cancelled the procedure and will reschedule for (B)(6). There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the hex slot on the atrial tip setscrew was damaged and was stuck in the up position. Setscrew capture washer is distended (outward bent), distended capture washers are often the result of setscrews being backed out too far. This can be caused by use of an improper wrench (broken, inappropriate or non-bsc). All setscrews moved freely and operated normally. An is-1 lead was inserted into both ports, with no issues observed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.